Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a triple arthrodesis surgery with fifth digit arthroplasty on left foot to treat flexible flatfoot deformity with hammertoe deformity, equinus deformity, and subluxation of the midtarsal joint. It was reported that a few months later, the hardware on the left foot was broken. The patient underwent a revision procedure to remove the broken plate and the four screws and replace with new hardware. It was also reported that the patient has had "complications with the cardio vascular system including chronic problems with pneumonia as well as meningitis. The patient has suffered incredible pain from repetitive, and in this case potentially unnecessary surgeries." No additional information is available at this time.